Event description:
It was reported to boston scientific corporation that a navigator access sheath was unpacked for a flexible ureteroscopy procedure performed on (B)(6), 2021. During preparation, it was noted that the device was in a poor condition. Photo submitted by the customer confirmed that the sheath was torn. The procedure was completed with anothernavigator access sheath. There were no patient complications reported as a result of this event. **correction** during preparation, it was noted that the device was in a poor condition. The procedure was completed with another navigator access sheath. This event has been deemed a reportable event based on the investigation finding of sheath torn. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: problem code a0414 captures the reportable event of sheath torn. Block h10: investigation result visual examination found that the sheath was torn in two different section and the dilator was bent. Media analysis of the photo submitted by the customer confirmed the sheath torn and dilator in a good condition. It is most likely that the damage observed are problem that could have been generated by the user or due to the storage or transport (weather/light, ultraviolet light / exposition to organic solvents/ ionizing radiation) of the package; therefore the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. Block h11 correction: blocks b1 (adverse event/product problem), b5 (describe event or problem) and h6 (device code)

Manufacturer narrative:
(B)(4). Investigation result: visual examination found that the sheath was torn in two different section and the dilator was bent. Media analysis of the photo submitted by the customer confirmed the sheath torn and dilator in a good condition. It is most likely that the damage observed are problem that could have been generated by the user or due to the storage or transport (weather/light, ultraviolet light / exposition to organic solvents/ ionizing radiation) of the package; therefore the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was unpacked for a flexible ureteroscopy procedure performed on (B)(6) 2021. During preparation, it was noted that the device was in a poor condition. Photo submitted by the customer confirmed that the sheath was torn. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event.